Manufacturer narrative:
It was reported that a model 055 was involved in a house fire. An insurance investigator reported that there is no physical evidence that the heating pad was the origin of the fire, although the homeowner is claiming the heating pad was the only thing that could have started the fire. The unit in question is not available for further investigation.

Event description:
It was reported to us, via mail, by an independent insurance adjuster that a customer had a fire which the customer believes was caused by the heating pad.